Event description:
It was mentioned to a depuy mitek employee by a surgeon that she had heard of 3 or 4 pts with foreign body reactions involving the milargo screw. No other information is available at this time.